Event description:
Information received indicates the casters will not hold in brake.

Manufacturer narrative:
The technician found the caster wheels were worn and did not lock properly. He replaced the two front casters to repair the recliner.